Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Device is a vet product only: no patient information will be provided. Additional manufacturing evaluation: due to an unknown cause, the screws would not tap correctly. The material of the screw was determined to be within specification. The cutting flutes are also within specification along with the diameter and length. The instrument conformed to dimensional specifications at the time of manufacturing. Product development evaluation: parts appear intact and fully functional. Mode of failure could not be reproduced. Variation in bone density/hardness is common, and can depend on many factors which may affect screw performance. Identical screws are used in human population sub-sets with harder/thicker cortical bone without significant complaint rates. Tapping instruments are also available if the bone resists the self-tapping screw tip. The cutting flute design is standard for all locking screws. No design features or design changes could be identified which would cause the described failure. Complaint occurrence rate is acceptable and the design risk assessment is adequate for the intended use. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: this is a veterinary event. Reportedly, the locking compression plate (lcp) screws are not tapping properly on an unknown date. The first tap is not tapping properly and the screw does not go in. A lot of force needs to be applied for the first winding to attach in the bone. After the first 2 windings are in, the screw goes in properly. It was noted that the cortical bone of the dog/cat is much thicker than human cortical bone. If the lcp screw is used in metaphyseal areas there is no problem. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This device is approved for veterinary use only. As such, it does not have a 510(k). Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number, the device history records review could not be completed.

Manufacturer narrative:
Device was used for treatment, not diagnosis the manufacturing evaluation reports that two screws were received with the subtasks associated with this complaint. Both are whole and intact. The head threads on both have been damaged. Each will be bagged and arbitrarily assigned a number. This subtask is assigned to screw # 1. This screw has been identified in the part number section, above, as a vs208.012 which is a locking screw, 2.4mm diameter, self tapping, with stardrive recess, 12mm long. The part should be 2.4mm diameter and 12mm long. The part provided is 2.7mm diameter and 14mm long. The actual part provided would therefore be of the 02.211.010 family of parts. If so, the 14mm length would make this an 02.211.014. The part provided will be evaluated accordingly. The drive has light marks, consistent with use. The top of the head is in good condition. The major diameter of the head threads have been flattened nearly to the minor diameter with some material displacement in localized areas. The neck is in good condition. The major diameter of the first two shaft threads has been flattened with metal displacement downwards towards the tip. The remainder of the shaft threads is in good condition as are the flutes and the tip. In conclusion the dimensions that could be measured are within tolerance. Due to the type and extent of the damage incurred, and also because the incorrect part number was provided and lack of lot number, this complaint is judged to be indeterminate from a manufacturing standpoint.